Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a scheduled device procedure it was not possible to interrogate the device prior to the procedure. A different telemetry wand was used but interrogation was still not possible. The device was explanted and replaced. No adverse patient effects were reported. Additional information provided noted that the device was explanted due to normal battery depletion and was later successfully interrogated after explant.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.